Event description:
It was reported that the lead oversensed a ventricular fibrillation episode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the outer insulation was abraded through to the coil as a result of friction to the ICD can. The metal filars of the sensing coil were exposed, which could cause false sensing.